Manufacturer narrative:
H3: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that an o2 inlet low alarm has occurred on the vela ventilator during patient use. Furthermore, the customer confirmed that there was no patient harm associated with the event.

Manufacturer narrative:
Vyaire medical was able to confirm the issue - an o2 inlet low alarm has occurred on the unit. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the damaged expiratory valve receptacle. It was then ensured that all the other connections were secure. Verification was ran and there were no o2 inlet alarms this time. The unit now meets factory specifications.